Event description:
Nurse reported discrepant results on several patients when comparing inratio to lab results. No patient medication information. Patient 1: inratio 2.1, retest on same finger 1.5, same day lab: 2.3. Patient 2: inratio 1.3, no retest, same day lab: 4.1. Patient 3: inratio 2.4, no retest, same day lab 1.5. No patient medication information.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date (2009). The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values of patient 2 fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy and/or precision testing as part of the complaint investigation when meter is returned. Inratio precision data provided by end-user lot (patient 1): date: same day; 1st inr=2.1; inr=1.5. Inratio meter: mean: 1.8; sd: 0.4; %cv: 23.6. The 23.6% cv is more than 20%. The precision test failed the criteria for precision. Products will be tested when it is returned. N-house accuracy test. Test date: donor 1 (the following month) and donor 2. Returned meter, in-house meters, returned strip ln: 210831pa. Comparative sys: sysmex 560. 2 therapeutic donors. In-house accuracy test. Results (210831pa): the allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for each lot are within the allowable bias. All meet the above criteria then no further action is required. No strip deficiency produced. Functional test performed on meter revealed all testing passed. No corrective action required as no product deficiency was established.